Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a severely tortuous, moderately calcified lesion exhibiting 80% stenosis located in the mid-distal left anterior descending artery (lad). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during the delivery. It was reported that the stent was unable to pass the lesion in the mid lad and dislodged while attempting to retrieve. The stent was then deployed in the mid lad. The patient was reported to be alive with no injury.

Manufacturer narrative:
As intervention, the stent was then deployed in the mid lad. If information is provided in the future, a supplemental report will be issued.